Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), balloon inflation failed. The target lesion was in the calcified and tortuous mid left anterior descending (lad) artery. The maverick2 2.0x9mm balloon was prepped as normal and there did not appear to be any issues. The balloon was advanced across the lesion and an attempt to inflate the balloon to 9 atms was made but inflation failed. The physician attempted again to inflate the balloon but was not successful. The balloon was removed from the pt and another of the same device was used. No pt complications were reported and the pt's status is reported as "ok". Returned product analysis found a pinhole in the balloon.

Manufacturer narrative:
Damage was observed at the distal tip of the balloon catheter: the tip was flared. The balloon catheter was returned in an semi-inflated state with blood present. The system was pressurized. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the wall of the balloon located on the distal side of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).